Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect and clean the pump, but assistance in filling and loading a new cartridge did not resolve the issue, and escalation for further troubleshooting was necessary.